Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the inlet filter sticker was not peeled off, causing the o2 to drop; however, it was not dropping low enough for the concentrator to alarm. So the original complaint issue of the unit not alarming was confirmed. However, since the o2 levels were not low enough for it to alarm, the device was performing as it should, and there was no malfunction of the alarms.

Event description:
The dealer states that the unit is not alarming when it is being tested.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the unit is not alarming when it is being tested.